Event description:
While testing the tps handpiece cord with two different handpieces during routine servicing, the handpieces continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon visual inspection the wedges were worn.